Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device batteries were expired. There was no reported patient involvement.

Manufacturer narrative:
Customer noted that replacement battery solved the issue.